Event description:
It was reported that the programmer's screen displays a system error and goes black. The programmer will be sent in for repair. There was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.